Event description:
The clinic reported that a vision correction patient presented with severe photophobia in each eye approximately 6 months following a laser vision treatment. The patient was prescribed with topical steroids and is being monitored for improvement. The patient is able to perform most daily activities with some discomfort. The patient's uncorrected visual acuity at the time of diagnosis was 20/20 in the right eye and 20/30 in the left eye.

Manufacturer narrative:
(B)(4): photophobia. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted.